Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event. The device was not returned for our investigation. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, reported event of the stent damage is inferred to be because of the inappropriate handling of the devices; the guidewire was placed between the stent and the vessel wall, stent was then deployed, and then guidewire removal was attempted. Based on the information reviewed, there is no indication of a product deficiency with the guidewire, or the damage of the guidewire itself, or the guidewire having caused any injury to the patient. IFU describes in warning section : do not manipulate the guidewire through strut of stent. If any resistance is felt due to guidewire being trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance and take appropriated remedial action.

Event description:
Reportedly, the procedure was to treat a de novo, cto lesion in rca. Unknown two stents were implanted in the target lesion. Confianza pro guidewire was positioned between the stents and the vessel wall. During removal of the guidewire, the stent struts got caught, damaging the struts. The guidewire was removed and, the image confirmed what appeared to be damaged struts. The stents and all of the stent struts were removed from the patient anatomy with a lasso. The stent struts were very damaged. The procedure was finished without implanting another stent. There was a clinically significant delay in the procedure. The patient condition is good.